Event description:
Technical services received a call on (B)(6)2012 from sales rep. Reviewed print out looks like really fine af. There has been intrisnic amplitude yellow alerts and atrial undersensing. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).